Event description:
A report was received that a patient underwent a lead revision procedure for an unknown reason. During the procedure, the patient's precision system was explanted and the patient was implanted with a competitor's device. The patient was entered into a rehabilitation facility for unknown reasons. No further information is available regarding this patient.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were most likely discarded by the medical facility.